Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of the device and this right ventricular lead, high shock impedances greater than 125 ohms were noted. After monitoring the lead for a short time, the impedance levels appeared to decrease, however the next morning were once again above 125 ohms. One day after the initial observation, the pocket was re-opened and a loose setscrew was found resulting in a connection issue that caused the high shock impedance levels. The setscrew was re-tightened with normal impedance levels observed. No adverse patient effects were reported.